Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/29/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 08/04/2016 with the following findings: the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was cracked; leak testing failed due to moisture ingress into the battery compartment at the site of the crack.